Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Date sent: 3/31/2022. Batch #356a15. Additional information : a photo along with the device was returned for evaluation. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: a tyvek with a brown stain appears to be inside a plastic bag. Based on the photo the event described could be not confirmed. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60w reload was returned with no apparent damage. The reload was received partially fired 1/4. The returned reload was reset and loaded into a test device. The reload was tested for functionality and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.